Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg value not provided). Customer declined to provide further information regarding the event. A pump system check was performed with tandem technical support. No device issue was identified. Recommendation was made for the customer to discuss the event with a healthcare provider.